Event description:
It was reported by the manufacturer sales representative that upon unpacking at the healthcare facility, the silver tips of the 24cm sp bayonet forceps looked to have corrosion on them. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported by the manufacturer sales representative that upon unpacking at the healthcare facility, the silver tips of the 24cm sp bayonet forceps looked to have corrosion on them. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported by the manufacturer sales representative that upon unpacking at the healthcare facility, the silver tips of the 24cm sp bayonet forceps looked to have corrosion on them. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, no corrosion was found on the tip of the device. The tip was simply found to not be uniform in color, potentially due to oxidation. The device was not returned to the healthcare facility, as it was not repairable.